Manufacturer narrative:
As reported through edwards patient registry department a voicemail was received from the patients wife. The patient expired 3 months post implantation of the 26mm sapien 3 valve. The cause of death is unknown at this time. Patients undergoing thv procedures often have complex medical histories multiple co morbidities in addition to limited cardiac reserve that can impair recovery from the procedure. In this case there was no allegation or indication a product deficiency contributed to this adverse event. In this case the cause of death is unknown however there is no evidence or allegation that the valve caused or contributed to the patients death. In this case the cause of death is unknown however it could be related to the patient factors and procedural factors not provided. There is insufficient information to determine if a relationship existed between the patients death and the implanted valve. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards patient registry department, a voicemail was received from the patient's wife. She reported her husband had 'a new heart valve put in an old valve'. The patient expired 3 months post implantation of a 26mm sapien 3 valve in the aortic position via transaortic approach. She reported 'so he did not need it. So, maybe it works for somebody, but I think he was in too weakened of a condition in order to have it. And, I am sorry he got it so late. And I am sorry it did not work very well for my husband.' The cause of death is unknown at this time.